Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a fragment was removed from a patient's eye. The patient's current status is unknown. When the fragment was observed and removed is unknown. The reporter's analysis showed that the fragment was from the plastic tip wrench. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not returned a sample; however, the customer did state that it was recognized the theatre staff were not using the metal wrench to secure the tip correctly, thus the plastic particles. The root cause of the customer's complaint could not be established as a sample has not been received; however, it is most likely related to user handling during set-up as it was recognized the theatre staff were not using the metal wrench to secure the tip correctly, thus the plastic particles. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is unknown; however, user handling is suspected. (B)(4).

Event description:
A customer reported that a fragment was removed from patient's eye. The reporter's analysis showed that the fragment is from the plastic tip wrench. Current patient status and when the fragment was removed are unknown. Additional information has been requested but not received. This is one of five reports being filed for the same facility and issue. This report is for the event occurred on (B)(6) 2015. (B)(4).